Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to dislocation. A stem, head, and liner were revised to a competitor stem and head with a stryker liner. Update (B)(6) 2018 as per phone call with sales rep: the surgeon revised the stryker because he wanted to change the femoral construct to competitor product. No allegations were made against the stem.